Manufacturer narrative:
A maquet field service technician was on site and investigated the unit. The technician observed droplets of water in air supply hoses which could indicate problem with the shunt valves. Both shunt valves were replaced to improve the performance. The technician performed hcu30 functional tests. All operations good. The defective parts were reclaimed for further investigation by the life cycle engineering of the manufacturer. Only parts of the defective valves were returned to the manufacturer (not the whole shunt valve). For this reason an investigation is not possible in this case, since it is not possible to install these parts for testing in an hcu 30 test device.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). "Customer stated that the ice block lasted about two hours into the bypass run. It was a 16 kg child which was cooled to 18 degrees - total pump run was about four hours. Observed droplets of water in air supply hoses which could indicate problem with shunt valves. Replaced both shunt valves to improve performance." The defective parts will be reclaimed for further investigation.

Event description:
(B)(4). "Customer stated that ice block running low at end of case and felt that it performed better before preventive maintenance was completed on (B)(6) 2016. Observed droplets of water in air supply hoses which could indicate problem with shunt valves." (B)(4).